Event description:
It was reported by service report that the bed was stuck in upright position, and would not lower. It is unk if a pt was involved or adverse consequence were reported.

Manufacturer narrative:
Result: malfunction on both lift power coil cables caused the bed to be stuck in upright position.